Event description:
A non-healthcare professional reported that the gas did not exit through the tunnel. When this occurs, an opaque bubble layer forms however, a bubble formed prior to the opaque bubble layer due to this the surgeon decided to abort the procedure, as they were unable to lift the flap in left eye of the patient during refractive surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. The device meets specifications as per service installation record. After the reported event a service visit was scheduled. During the service visit no issues were identified at the laser device. Field service engineer performed and signed service installation record. System meets specification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to return for investigation. Root-cause was identified to be user handling, as the canal was not extended far enough. The manufacturer internal reference number is: (B)(4).